Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue, palpitations and chest discomfort approximately three months post implant. Pacing failure was noted on the left bundle branch (right ventricular) (rv) lead. The lead was programmed off and then explanted and replaced near the septum in front of the apex. No further patient complications have been reported as a result of this event.